Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false high acetaminophen (actm) result, for one patient sample, of > 300 ug/ml that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was reported to the ER. The customer noticed the erroneously high result and repeated the test by diluting the samples (1:1 and 1:2 dilutions), which then generated consistently lower results. The customer confirmed the amended result of <10 ug/ml by testing the straight sample (with no dilutions) on the original instrument and on an alternate instrument. A separate MDR 2050012-2010-01369 was submitted for the malfunction portion of this event. It is unknown if patient treatment was affected from this event.

Manufacturer narrative:
Controls were run before the incident and the results were within the established ranges. A field service engineer (fse) was dispatched and ran performance verification tests for carryover studies, which met specifications. This test demonstrated that this is no carryover issue on the instrument. Root cause is unknown.